Event description:
Pt reported that back to back tests performed on the surestep meter were 147 and 74 mg/dl (66% difference). Control solution test result was in range. No symptoms were reported. On follow-up, pt stated tests were done using separate finger sticks. The pt did not have supplies handy to further troubleshoot. Lfs representative reviewed proper ways to clean meter and use control solution. There was no allegation of harm.